Event description:
On 19 september 2025, senseonics was made aware of an incident where user reported "no sensor detected " alerts which led to early sensor removal. An RMA was authorized for return of sensor for futher investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.